Event description:
It was reported that during a device change out of this cardiac resynchronization therapy defibrillator (crt-d) device that the physician was having difficulty inserting the right ventricular (rv) lead into the header. There was no visible damage on the rv lead. Mineral oil was used and the rv lead was successfully implanted and lead measurements were within normal range. This device remains in service. No additional adverse patient effects were reported.